Event description:
A new abaxis piccolo xpress instrument was purchased and put into use (B)(4) 2013 for lab chemistries. Beginning (B)(4) 2013, high potassium results were being noted on pt's basic and comprehensive metabolic panels. All other analytes performed fell into the normal range except the potassium's. Lab specimens were sent to another facility for comparison, lot #changes with the testing kits were done, a loaner instrument was used, the initial instrument was replaced, and new lot # testing kits were used. The testing kits are purchasing through (B)(4). We continue to have issues with the piccolo instrument regarding potassium results being falsely reported as high. Testing kits are either directly shipped from abaxis or shipped via (B)(4) from their warehouse.